Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/4/2019. Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A manufacturing record evaluation was performed for the finished device 6410715 number, and no non-conformances were identified. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: discomfort. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with 350cc mentor memorygel breast implants experienced right sided capsular contracture (baker¿s grade unknown) and unspecified funny sensation on the left side post procedure. The right implant was also found to be ruptured during explant surgery. Bilateral prosthesis replacement with 360cc mentor memorygel breast implants was performed. This report relates to the left prosthesis. See 1645337-2019-20418 for contralateral prosthesis report. This report contains supplemental information for mentor psr reference number (B)(4).

Manufacturer narrative:
On 9/30/2019 mentor became aware that it erroneously omitted date rec'd by MFR. 3. Is report source consumer : should have been checked. 'This report contains supplemental information for mentor psr reference number (B)(4).' The correct statement is as follows: this report contains supplemental information for mentor psr reference number (B)(4). Manufacturer¿s reference number: (B)(4).